Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle only partially retracted, leading to blood exposure. There was no report of patient impact. The following information was provided by the initial reporter: when inserting the catheter, the nurse tried to retract the needle by pressing the button: only the first half of the needle retracted. Second attempt: no change, only half of the needle is still retracted. As a result, while trying to remove the needle, it brushed against the index finger of the nurse's right hand, piercing her nitrile glove and causing a scratch. Blood exposure accident.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle only partially retracted, leading to blood exposure. There was no report of patient impact. The following information was provided by the initial reporter: when inserting the catheter, the nurse tried to retract the needle by pressing the button: only the first half of the needle retracted. Second attempt: no change, only half of the needle is still retracted. - as a result, while trying to remove the needle, it brushed against the index finger of the nurse's right hand, piercing her nitrile glove and causing a scratch. Blood exposure accident.